Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19-may-2026, a sales representative reported via (B)(4) that (2) ar-8400csr sabre left small metal shavings in a patient's joint. This occurred during a case; they were able to switch to different shavers and the issue was resolved. No harm was done to the patient, and all shavings were removed from the joint. Additional information was provided on 21-may-2026 where the sales representative reported via (B)(4) that this event occurred during a knee arthroscopy meniscectomy on (B)(6) 2026. The patient had healthy bone quality. All fragments were retrieved from the patient. Another shaver was used to complete the case. There was a 1-2 minute delay to change shaver attachments where no additional anesthesia was administered.